Manufacturer narrative:
The complaint sample is not available for evaluation; therefore a search in the sap system was performed to verify the product availability for companion samples; the entire lot has been sold and distributed. Three pictures were received from the customer and we could not confirm a leak from the bottom of the venous chamber line. Since the actual sample was not returned, it is not possible to determine the cause of the leak. A production records review was performed on the reported lot. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.

Event description:
A biomedical engineer (biomed tech) reported the air detection alarm went off when the patient was 30 minutes into treatment. Blood also went into the bottom of the venous chamber and air went up. The patient was approximately 30 minutes into treatment. Saline was given to the patient in order to return his blood. No adverse event was noted and the patient was able to complete treatment on a different machine without further issue. No malfunction of the 2008t hemodialysis machine was observed or identified, prior to, during, or following the hd treatment. There was no allegations that a dialyzer malfunction occurred.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported the air detection alarm went off when the patient was 30 minutes into treatment. Blood also went into the bottom of the venous chamber and air went up. The patient was approximately 30 minutes into treatment. Saline was given to the patient in order to return his blood. No adverse event was noted and the patient was able to complete treatment on a different machine without further issue. No malfunction of the 2008t hemodialysis machine was observed or identified, prior to, during, or following the hd treatment. There was no allegations that a dialyzer malfunction occurred.